Event description:
Procedure: appendectomy. According to the reporter: after firing, the jaws would open. Additional resection was done to remove the device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva blood glucose results of 55 mg/dl and 125 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.